Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a use error further described as a loose connection during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell one of three in peritoneal dialysis. The patient was connected at the time of the alarm. The patient advised that they that they could turn heater bag connection more. The technical service representative reviewed proper procedures with the customer. The technical service representative explained reason for alarm and advised the patient to start over using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.